Event description:
The user has been experiencing fluctuating impedances on two channels for the first half of 2018. The user reported random fluctuations in volume becoming very loud unpredictably which affected the sound quality, particularly the sound of her own voice. This happened with both sonnet and opus audio processors and both programs. Loose connection was also observed between internal magnet and max coil even tough tight retention, when the user was not moving. It was suggested to disable 3 more channels. The user will meet with the physician within the next month.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The user has been experiencing fluctuating impedances on 2 channels for the first half of 2018. The user reported random fluctuations in volume becoming very loud unpredictably which affected the sound quality, particularly the sound of her own voice. This happened with both sonnet and opus audio processors and both programs. Loose connection was also observed between internal magnet and max coil even tough tight retention, when the user was not moving. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user has been experiencing fluctuating impedances on two channels for the first half of 2018. The user reported random fluctuations in volume becoming very loud unpredictably which affected the sound quality, particularly the sound of her own voice. This happened with both sonnet and opus audio processors and both programs. Loose connection was also observed between internal magnet and max coil even tough tight retention, when the user was not moving. Revision surgery is planned but has not been scheduled yet.